Manufacturer narrative:
D9: date returned to mfg: 1/3/2024. One device was returned for evaluation. Visual inspection revealed no damage. Event history log confirmed primary audible error occurred. Functional testing was able to replicate the reported issue; primary audible alarm error occurred on power up. The root cause was determined to be a malfunctioning interconnect pcb and speaker. The interconnect pcb and speaker were replaced. Service history review identified there was no indication that the complaint was related to a service of the device within the review period.

Event description:
It was reported that the pump exhibited a primary audible alarm during pre-test. No patient injury was reported.

Manufacturer narrative:
A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. H3: device has not been returned to manufacturer.